Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that a physician questioned four patient results that had hemoglobin/hematocrit values not matching and low hemoglobin results. The customer noted that the main cell-dyn 1800 analyzer operator was out of the office and that a back-up operator generated the results. No specific information was provided regarding the specimens or patients. The customer only provided one example of the questioned results: initial hemoglobin of 3.0 g/dl that retested at 11.0 g/dl; initial hematocrit of 11.0% that retested at 31.0% (retests were performed at a hospital lab on the same samples). There was no impact to patient care or treatment. The customer requested a service call.

Manufacturer narrative:
(B)(4). An abbott field service representative (fsr) visited the customer's lab and cleaned a dirty hemoglobin flow cell and adjusted the voltage on the cell-dyn 1800 analyzer (the hemoglobin set point was too low). The fsr ran a precision run, which passed. The instrument was performing within specifications; no further assistance was required. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The cell-dyn 1800 system operator's manual, list number 07h80-01, revision e, contains information to address the customer's current issue. Based on the current investigation, no product malfunction was identified for the cell-dyn 1800 related to the reported issue. Evaluation method: review of complaint tracking and trending; field service intervention. Evaluation results: flow cell.